Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. A search in the sap system was performed to verify the product availability for companion samples at the dcs. No product is currently available at the distribution centers for analysis according to the sap search. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. No sample has been provided at this time. The complaint was not confirmed.

Event description:
A nurse reported that transducers are smaller and do not seal correctly to our machines resulting in large amounts of air being pulled into the blood lines at different times during patient treatment and giving the potential risk of air embolism to the patient. There was no reported harm or intervention in the initial report. Additional information and sample status was requested, but no more details were provided.